Event description:
It was reported that a proultra tip #5 separated while attempting to remove a separated file. The separated file and endo tip were removed via an apicoectomy.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.